Manufacturer narrative:
The field service engineer replaced various parts, performed adjustments and planned maintenance. The calibration and qc data were requested but not provided. The alarm trace showed two abnormal sample probe movement alarms on the day of the event. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys troponin t and elecsys hcg + beta test system results for two patients with the cobas 6000 e601 module. Patient 1: the initial troponin t result was 5 ng/ml. The repeated result was 1053 ng/ml. The sample was repeated 4 more times with results of approximately 1000 ng/ml. Patient 2: the initial bhcg result was 2 ui/ml. The repeated result was 7484 ui/ml. The questionable results were reported outside the laboratory. The reagent lot numbers and expiration dates were requested but not provided.